Event description:
It was reported that the patient presented to the hospital following inappropriate high voltage therapy due to right ventricular (rv) noise resulting in oversensing. During a follow up, low high voltage impedance was noted on the rv lead. A revision procedure was performed, and the rv lead was capped and replaced. The patient was in stable condition. There is no allegation on the device and physician does not consider the performance of the device to have caused nor contributed to the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).